Event description:
During a follow-up, noise causing inappropriate high voltage (hv) therapy on the right ventricular (rv) lead was noted due to lead dislodgement. Furthermore, upon interrogation, low sensing and high capture threshold on the rv lead were also noted. Lead revision was attempted but the lead helix would not re-extend after the lead was repositioned. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis. During visual inspection, the helix was fully extended and bent due to procedural damage. X-ray inspection revealed a bent helix and over-torqued inner coil consistent with procedural damage. The helix could not be tested due to the received condition of the helix. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.